Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Review of the log files on the reported event date of 19sep2025 captured the system functioning as intended. No notable events or alarms were captured. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿heartmate touch communication system¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index (pi). These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had experienced dizziness and lethargy. The patient was given 3 internal implantable cardioverter-defibrillator (ICD) shocks and 1 external shock at 200j. Ventricular tachycardia/ventricular fibrillation was sustained in this event. The arrhythmia resulted in presyncope. The event resolved with external defibrillation. It was noted that the patient had history of atrial fibrillation and non-sustained ventricular tachycardia (nsvt). It was unknown if the arrhythmia in this event was device or therapy related. An ICD was implanted prior to ventricular assist device (vad). Ablation was done on (B)(6) 2025 that was unsuccessful for targets. The patient was medically managed with amiodarone.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to cardiac rehab today for scheduled exercise and was found to be in ventricular fibrillation (vfib). The patient endorsed some dizziness, but was otherwise awake, conversive, and mentating normally. On gross interrogation, no abnormalities were seen since last download, besides a dip in flow/power/speed that appeared to have happened the afternoon/evening of 19sep2025 and occurred with a pulsatility index (pi) event. Log files were sent for review. The log files captured routine events. There were no notable alarm conditions or parameter changes.